Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 4 months. The patient remains on going with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital with increased lactate dehydrogenase (ldh). Review of device history showed some power elevations. Urinary analysis revealed urinary infection and blood in the urine. The manufacturer¿s technical services representative reviewed submitted log files and observed high intermittent power elevations on (B)(6) 2017. Power and flow trended flat and pi trended upward. The pump was performing as expected. On (B)(6) 2017, it was reported that the patient was doing fine. The patient¿s ldh trended down and their inr was therapeutic and medically managed. No additional information provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could conclusively be established through this evaluation. Hemolysis and infection are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.